Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2648612-2020-00132, 2648612-2020-00133. The article, "benchmarking outcomes: reoperation for aortic valve patient prosthesis mismatch, annals of thoracic surgery", was reviewed. The research article is a retrospective single center experience to investigate the clinical and echocardiographic outcomes of patients who underwent re-operation for correction of symptomatic patient prosthesis mismatch(ppm) following prior aortic valve replacement. Freestyle ms valve (medtronic), regent mechanical valves (abbott), gelweave valsalva prosthesis were associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that re-operative surgery for ppm is complex, but may be performed with good outcomes and low mortality in experienced centers. The primary and corresponding author of the article is brent keeling, md, division of cardiothoracic surgery, emory university atlanta, ga with the email brent.keeling@emory.edu.

Manufacturer narrative:
As reported in a research article, complications from implant of a tissue valve included needing reoperation to remove the valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.